Event description:
It was reported that a patient had surgery unrelated to the device or therapy three days prior to the report. Prior to surgery the patient was getting appropriate therapy, and the device was turned off for the surgery. Upon turning the device on the day of the report, the patient didn¿t have symptom relief and wasn¿t feeling stimulation. It was confirmed that the implantable neurostimulator (ins) was turned on and set to program 1. The device was changed to program 2 but the patient still wasn¿t feeling stimulation. The device was changed back to program 1 at 2.2 volts and stimulation was increased until the patient was able to feel it. The patient was able to begin to feel stimulation at 2.5 volts. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va00fgd, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).